Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xt was inserted and advanced under the valve. However, while in the valve, the clip became caught in chordae. An attempt to invert and retract the clip into the left atrium was made but was not successful. Troubleshooting was preformed, but the clip was unable to be removed from chordae. Therefore, the clip was implanted where it was stuck, attached to both leaflets, reducing mr to a grade of 1-2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was implanted where it was stuck. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xt was inserted and advanced under the valve. However, while in the valve, the clip became caught in chordae. An attempt to invert and retract the clip into the left atrium was made but was not successful. Troubleshooting was performd, but the clip was unable to be removed from chordae. Therefore, the clip was implanted where it was stuck, attached to both leaflets, reducing mr to a grade of 1-2. No additional clips were implanted. There was no clinically significant delay in the procedure.